Event description:
A pt was given the quest diagnostic urinalysis test tube to obtain a urine sample. The test tube has a pill at the bottom - which is boric acid. The pt inadvertently took the pill. The pt had to be taken to the emergency room and lavaged because the pill contains boric acid above toxic levels. There were no consequences to pt as a result of the ingestion. User facility thinks the tube has inadequate labeling. It only states: "contents of this tube should not be ingested." But user facility feels it is not enough.